Event description:
I have used equate brand jelly personal lubricant (walmart product) for many years with no issues. However, my last purchase was in a different container and has a slightly different ingredient list. Upon use, it immediately caused an intense burning sensation, and slight internal bleeding. Followed by urinary pain afterwards. Whatever was changed recently in the product obviously has not been properly tested, etc. Thank you for your time.